Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, material, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd infusion set is kinked. The following information was received by the initial reporter with the following: I have used your equipment many times at my workplace. Why does your equipment malfunction so often. The tubing gets kinked very easily. My patients have a hard time staying still and when they move even slightly, the bd IV pump starts ringing and pauses the infusion. This makes it very hard for my healthcare team to work effectively. Many times, during a shift we are walking into a patient's room waking them up so we can move their arm and restart their infusion.